Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient stopped using the scs system since approximately three months ago. The patient attempted turning the stimulation on and found his ipg was nonfunctional, the charger and patient programmer would not locate the ipg. The patient plans to have his scs system explanted.